Event description:
It was reported that patient had a connect power alarm although trying all 8 of the batteries and all 4 clips. They tried cleaning everything and different combinations. The patient was on wall power. The patient troubleshot at home and tried another patient¿s battery and the alarm resolved. On (B)(6) 2024 at 14:00 the patient and 2 sons arrived at emergency room. The patient was placed on 2 new clips and 2 new batteries. Alarms cleared. All 8 batteries were tried with new clips, showing no alarms. The patient was given 4 new clips and 2 loaner batteries. The patient waited for 60 minutes, and no alarms occurred on any of their batteries with the new clips. They went back home. However, the patient called again on (B)(6) 2024 and reported that they were on those batteries all night until they beeped to be changed in the morning of (B)(6)2024. The patient changed the batteries and received no external power, connect power. All 8 batteries were tired. The alarms were not cleared. The patient connected to mobile power unit (mpu) and the alarms stopped. Log file contained data from (B)(6) 2024 at 12:49:58 to (B)(6) 2024 at 16:05:42. There were several unusual power alarm flags recorded while connected to battery power. Motor function was not affected by these events. The alarms resolved after exchanging the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartrate 3 system controller (serial number: hsc-(B)(6) was returned for evaluation following being exchanged due to abnormal power cable disconnect, low voltage, and no external power alarms while on battery power. The returned heartrate 3 system controller was functionally tested with the returned 14v batteries and 14v battery clips, and the reported alarms were able to be reproduced. The heartmate 3 system controller was then tested alongside known working test equipment and was found to perform as intended. Further evaluation of the returned batteries and clips revealed contact issues which caused the observed alarms. The root cause of the reported event could not be correlated to an issue with the heartmate 3 system controller. The heartmate 3 instructions for use (rev d - section 2 ¿how your heart pump works¿) provides instructions on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage, no external power, and backup battery fault alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the system controller (serial number: hsc-(B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.